Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no lot specific issue at this time. The investigation determined that the reported physical resistance/sticking of the cap and the crack in the cap were related to a potential product issue. The reported leak was a cascading effect of the reported crack. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed report, the following information was received: the lock lever cracked prior to preparation, and not during preparation. Resistance was noted when unscrewing the lock lever cap and the cap could not be unscrewed. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported that during preparation of a clip delivery system (cds), the lock lever had cracked and a leak was observed. Therefore, the cds was not used the patient. The procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.